Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised. The femoral component and baseplate (implanted (B)(6) 2017) and tibial insert (implanted (B)(6) 2017) were revised.

Manufacturer narrative:
An event regarding infection involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been one other similar events for the reported lot referenced, a previous event for this patient. There has been two other similar event for the reported sterile lot referenced, one of which was a previous event for this patient. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, medical records, operative reports and pathology reports including the strain of infection identified are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patients right knee was revised. The femoral component and baseplate (implanted: (B)(6) 2017)) and tibial insert (implanted: (B)(6) 2017)) were revised. Update: revision was due to infection.